Manufacturer narrative:
Additional information is provided for h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device was used, not in its original packaging, decontaminated with a scratched lcd lens. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be a contaminated sensor. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the device exhibited an alarm for occlusion and then would clear itself. Per the reporter, there was an occlusion sensor issue. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.